Event description:
It was reported that when a nurse tried to put back the removable foot section of the bed, the bed sheet was allegedly caught in a hole. Reportedly, the nurse pulled on the sheet and pushed the part in with her hand. As it was the end of her shift, reportedly, she was in a hurry. Allegedly, she hit her finger and two days later reported that her finger was swollen. It was x-rayed and found to be broken.

Manufacturer narrative:
Other - the device was not evaluated as there was no malfunction of the device. The alleged event was caused by user error.